Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion 7f al1.0 sh. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric, de novo, 99% stenosis in the distal right coronary artery. Reportedly, the 1.5 x 15mm rx mini trek balloon catheter was advanced; however, the balloon ruptured during first inflation at 8 atmospheres. A non-abbott balloon catheter was used and the procedure was successfully completed. No resistance was felt during advancement to the lesion and removal from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.